Event description:
A report was received that the ipg was trying to push out of the patients scar and was causing pain and burning sensation. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.